Event description:
It was reported that a remodulin pump was not working well for patient and it was very painful. No medical or surgical intervention was reported.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (Catalog number and UDI number), operator of device, and initial reporter also sent report to FDA are unknown, no information provided to date.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation: no product was returned for evaluation, thus a visual or functional investigation could not be performed. However, it should be noted that it is the responsibility of the health provider and or caretaker to ensure the proper pump with the proper program is being used in the proper manner at the proper time. At this time, there is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. Results of this report cannot confirm any failure of the product as no sample was received for evaluation. Root cause for this reported issue cannot be determined as no sample was received thus, no visual or functional testing could be performed. A device history record DHR review could not be performed in that no specific product was identified for this reported event.